Event description:
It was reported that an ilet user experienced hyperglycemia following a sensor issue, with the sensor displaying 330 mg/dl while a contemporaneous fingerstick measured 280 mg/dl. The user had recently replaced the sensor and had eaten breakfast and was advised to allow time for glucose to decline and to monitor for potential late hypoglycemia. Symptoms included hyperglycemia. Outcomes included return to target range later the same day without alarms, hospitalization, or additional medical intervention. Investigation included review of available usage and glucose trend data and provision of troubleshooting and user education. Investigation of this case revealed no device alarms or confirmed device malfunction and was consistent with transient hyperglycemia of unclear cause, potentially influenced by recent meal timing and sensor transition. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.